Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of device components. It was reported that during preparation of the clip delivery system (cds), the gripper line cap was being loosened to de-air device, but the cap detached, the gripper line became unwrapped and the o-ring detached. It was noted that the cap was barely turned before it detached. The cds was not used in the patient and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from returning to not returned the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without the device to investigate, a definitive cause for the reported cap detachment in this incident could not be determined. The reported detached o-ring and gripper line becoming unwrapped were results of the cap detachment, as the cap is the component that keep the o-ring and the gripper line in place. There is no indication of a product quality issue with respect to manufacture, design or labeling.